Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager failed. A field service engineer found that the remote manager had not failed, and the pharmacy stated that it would fail multiple times throughout the day, but could be recovered. A field service engineer powered down the station, then cleaned and greased the latch for the remote manager and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system smart remote manager failed, preventing the nurses from accessing medication. The customer stated that since the fridge was currently inaccessible, they set up a workaround to get the medications from a different station or from the pharmacy, and it did not cause any delay. There were no adverse events or injuries reported based on this incident.